Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 520 mg/dl. The customer treated with manual injections. The customer stated that she as trying to calibrate but her blood glucose was too high so she tried to bolus and noticed the infusion set was leaking at the site. The customer's blood glucose went down to 460 mg/dl. The customer stated that the cannula was bent. The customer stated that her shirt was wet. The customer was advised to call back to troubleshoot.